Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. However, the safety was observed to be broken and there were nicks on the knife blade. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sigmoidectomy, after performing an anastomosis with the device, the anastomosis part was checked, and there was a part of about 2 cm with no staple completely on the anterior wall side (12 o'clock direction). Additional resection and re-anastomosis would be performed. There was no problem until the operation of rotating the wing nut clockwise and combining the anvil with the handle, but when the wing nut was rotated to the end and confirmed that the green mark had come out, the safety was functional. And when the wing nut was rotated to the end again, the safety was functional. When trying to tilt the safety with a little force, the safety broke from the proximal part. The handle was firmly squeezed to the end and firing was performed with the state that the safety was broken. It had been verified that the force applied to firing was felt same as usual, and when the wing nut was rotated to the left two turns, a sound generated and there was a feeling transmitted to the hand, and it seemed that it was able to be removed with the same feeling as usual. The procedure was completed with another device. The surgical time was extended by more than 30 min. There was tissue damage.